Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen of the insulin pump was severely scratched and it was difficult for the customer to read. The blood glucose level of the customer was unknown. The customer also stated that the insulin pump had battery issue and they had to change the battery of the insulin pump 2 to 3 times in a month. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating current within specification . No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test and all operating current test. However corroded battery contact noted. Broken battery cap and scratched display window noted.